Event description:
It was reported that a jade balloon was used in the abdominal aortic aneurysm (aaa) repair. It was a highly tortuous iliac and the jade balloon was inflated. It was used multiple times and twisted twice, and it eventually fractured in-vivo. The balloon was retrieved from the patient's body. The procedure was completed successfully without any patient complications.